Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had display error while medication removal. While the user canceled the selected items during the medication removal process, the list displayed the same items repeatedly, making it appear as multiple orders for removal. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system display error while medication removal. A technical support specialist (tss) had outlined a recurring session-level ui behavior where repeated select-cancel actions caused temporary duplicate item displays without backend order duplication. Based on this, the behavior was related to how the interface handled item selection state within the session, rather than a data issue. The fix would be implemented in newer versions of the pyxis device. The tss recommended a workaround: if duplicate items appeared, users should exit to the home screen and re-enter the patient profile to refresh the display. The technical support specialist closed the case.